Manufacturer narrative:
Product event: (B)(6) patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a transsphenoidal case, the surgeon reported saline run off down the patient¿s left nostril causing a ½ x 1 inch burn. The degree of the burn is unknown. There were no interventions reported for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.